Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the motifmesh distributor ((B)(4)) that they have received a complaint regarding a motifmesh product. The motifmesh had adhered to the small bowel. In removing the mesh, a part of the small bowel was resected. The pt made a full recovery. Note: motifmesh is branded as omyra mesh in europe by the distributor (B)(4). The complaint was reported to (B)(4) by (B)(6) in a letter sent on the (B)(6) 2012. The pt made a full recovery. No further info regarding the pt is available. The motifmesh lot number has not been provided by the complainant. The complaint contains details of a pt (male) who had the motifmesh implanted by (B)(6) in (B)(6) 2012, in the intraperitoneal aspect for paraumbilical hernia repair. The pt age, weight and previous medical conditions are unk. The pt presented two and a half weeks later with clinical signs of small bowel obstruction and (B)(6) performed laparoscopic surgery to try to repair the obstruction ((B)(6) 2012). The surgeon noticed that extensive and dense adhesions that had formed between the small bowel and omentum (a layer of fatty tissue between the abdominal organs and the posterior abdominal wall) and the underside of the motifmesh. Some of the adhesions were removed, however some injuries to the small bowel were incurred and it was decided to convert to an open surgery. The injured small bowel had to be cut out and the remaining pieces attached again. The mesh was removed however parts of the exterior layers of the small bowel and omental fat came away with the mesh. The pt made a full recovery following mesh removal and bowel resection. No further info regarding the pt is available. The motifmesh lot number has not been provided by the complainant.

Manufacturer narrative:
Eval: device was not returned for eval. The device is a synthetic device made from ptfe. Complications such as adhesions are a documented risk associated with the motifmesh device - reference design fmea and motifmesh product insert (instructions for use).